Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no problems when the impedance was checked on (B)(6) 2014. The abnormal impedances, exceeding 2,000 ohms, were first measured on (B)(6) 2014. Impedance was measured again on (B)(6) 2015 and impedances had gradually increased to exceed 3,000 ohms. Contacts 0 and 1 were measured to be 4,859 ohms. On (B)(6) 2015, the following impedances were measured: c-0 = 3,631 ohms, c-1 = 3,003 ohms, c-2 = 2,615 ohms, and 0-1 = 6,061 ohms. The patient's therapeutic effect had continued to diminish and they had pain in their hand during the impedance checks. The patient was programmed to constant current mode to see if that helped. The healthcare professional (hcp) met with the patient on (B)(6) 2015 and impedances were measured again. X-rays were done on (B)(6) 2015, but a cause could not be specified. As a final step, an operation was planned to check the connection site and impedance using an external neurostimulator. If nothing was found, the hcp would consider replacement of the device.

Event description:
It was reported that high impedances were measured with the patient¿s implantable neurostimulator (ins). When impedances were measured on (B)(6) 2014, it was found ¿there was a problem.¿ unipolar electrodes 0, 1, 2, and 3 were found to have had high impedances of 3714, 2137, 2137, and 2146 ohms respectively. Additionally, bipolar electrode pairs 0-1, 0-2, 0-3, 1-3, and 2-3 were found to have had high impedances of 4957, 6850, 6850, 4827, and 4703 ohms respectively. The impedances were again measured at the time of report and it was noted the impedances were ¿abnormal¿ and were ¿higher than normal.¿ it was stated the patient¿s physician ¿believed the treatment¿s effects were diminishing¿ as a result. When the patient was implanted in (B)(6) 2014, the impedances were measured and found to be ¿normal¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).